Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The infusion set was accidentally pulled out during use. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.